Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2022) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that nine months and twenty one days post port placement procedure for the treatment of multiple sclerosis, the port was allegedly difficult to aspirate. It was further reported that the port catheter fractured and migrated into the right ventricle. Furthermore, the patient developed infiltration, pain, swelling and thrombosis. Reportedly, the port and fractured catheter was removed and new port was implanted. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. The medical records allege that a patient underwent port placement procedure for treatment for multiple sclerosis. The skin and tissues of the deltopectoral groove and pectoralis fascia were anesthetized with lidocaine and incision was made over the groove. Subcutaneous tissue and fascia were divided with bovie cautery and the groove was entered. A pocket was created over the pectoralis fascia using a cautery. The guidewire was advanced into the superior vena cava under fluoroscopic guidance. The catheter has been flushed was advanced through the sheath into superior vena cava with the tip positioned close to the right atrium. The sheath was removed. The catheter aspirated readily and flushed with heparinized saline. After nine months ten days, patient presented for evaluation of port malfunction. The port was placed in february of this year for infusions related to her multiple sclerosis. She reported issues since its placement, specifically with difficulty in cannulation and difficulty with blood aspiration. She describes multiple episodes of requiring several nurses to hold the port in place while it is cannulated and being flushed. She had an episode of what appears to be subcutaneous medication infiltration at the end of november and had significant left arm and shoulder pain and swelling. About that time, she underwent a duplex suggesting a left brachial vein thrombophlebitis and was started on eliquis. Bilateral upper extremity venous study demonstrates chronic nonocclusive thrombus in one of the paired left brachial veins. Based on its location, the thrombus does not appear to be related to the port-a-cath and would simply recommend removing it and placing a new one via jugular access on the contralateral side. Eight days later, patient underwent removal of old port and insertion of new port through the ultrasound guidance to access the right internal jugular vein advanced the wire under fluoroscopy. A transverse incision was made and deepened into the pectoralis fascia with cautery. We then created a subcutaneous pocket in anticipation of placement of our port. We then placed pds sutures within the pectoralis fascia and secured them to the port. A subcutaneous tunnel was created from the chest to the neck incision. Under live fluoroscopy, the catheter appeared to be in the right ventricle, so I retracted it back to lie at the cavoatrial junction. In fact, the catheter that I saw in the right ventricle was a fragment and remnant of the previous catheter. Enlarged the neck incision and was able to dissect down and grasp the catheter. The catheter was then clamped at the chest incision, trimmed to size and connected and secured to the port. We then accessed the port through our incision as well as to skin and it was found to aspirate and flush easily. Using cautery, we reopened the left chest incision, dissected down using sharp dissection to the previous port. We dissected around the tunnel around the catheter itself and placed a purse string fashion. The catheter was removed and there was only about 4 cm of the catheter that was connected to the port at this location. The port was then removed and freed off the subcutaneous pocket and the previous sutures were transected. One months later, patient underwent removal of intracardiac foreign body procedure. Under ultrasound guidance, the right common femoral vein was accessed, and sheath was placed. The left internal jugular vein was accessed, and sheath was placed. Advanced a glidewire into the right ventricle using a snare catheter and was able to easily grasp the proximal segment of the central venous catheter. I was able to move the catheter out of the right heart, demonstrating that it was not endothelialized. Then advanced an additional snare catheter from the right groin sheath. From the jugular approach, the catheter was then grasped with a snare catheter from our right groin sheath. Once grasped it from below, then released the proximal snare. Live fluoroscopy demonstrated no further retained fragments within the heart. Patient tolerated the procedure without complications therefore, the investigation is inconclusive as no objective evidence for the reported deficiency with the port in the submitted medical record review. Additionally, it can be confirmed that the patient experienced suction problem, fracture, material separation, migration, pain, swelling, extravasation, thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that nine months and twenty one days post port placement procedure for the treatment of multiple sclerosis, the port was allegedly difficult to aspirate. It was further reported that the port catheter fractured and migrated into the right ventricle. Furthermore, the patient developed infiltration, pain, swelling and thrombosis. Reportedly, the port and fractured catheter was removed and new port was implanted. The current status of the patient is unknown.